Manufacturer narrative:
The explanted device was returned to the manufacturer and a protocol for conducting retrieval analysis of maxx orthopedics device is being developed.

Event description:
The surgeon noticed the all poly post fracture during x-ray and had asked us to get our metal back and stemmed tibia options for surgery. The knee was exposed very much the same way like any normal knee replacement surgery. Surgeon used para patellar approach. Usual surgical instruments were used to reach the knee implant, like knife, double angled retractors, cautery, artery forceps to grab soft tissues suction etc. Removal of all poly was easy. Broken post didn't matter or increase surgical time. Upon exposure- the broken post came out just like that, without any effort. All poly tibia was cut using saw and was simple procedure.